Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID: 2134265-2013-05382 same case as MDR ID: 2134265-2013-05381 it was reported that during a stenting treatment procedure, in-stent restenosis occurred. In december 2012, the target lesion was located in the right coronary artery (rca). A 4.0x16mm promus element plus stent was initially implanted to the lesion. In may 2013, they attempted to open up the rca and noticed the previously implanted promus element plus stent had restenosis. A 3.5x20mm quantum maverick balloon was used to advance and to treat the lesion. In (B)(6) 2013, a vascular access was obtained via the right radial artery. The in-stent restenosed target lesion being treated was located in the right coronary artery. A 4.0x16mm ion stent delivery system (sds) was advanced to the lesion but it would not cross to the ostium. During the procedure, they experienced some resistance with the ion stent. So the physician pulled it out and noticed that the shaft had a little bit bent on it. They tried to deliver it again but the shaft broke on the bended area. The part of the catheter with the stent was still inside the body and the other broken part of the shaft was sticking outside of the non-bsc guide catheter when placed on the table. They pulled everything in one piece. The procedure was completed with a different device. The patient¿s status is fine.